Manufacturer narrative:
The customer representative examined the system and found it met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4). This report was mailed to FDA on: 04/13/2011. (B)(4).

Event description:
A customer reported a thermal injury due to the tip touching the cornea. Additional information was received reporting there had been two pts with corneal burns. Additional information has been requested. This is 2 of 2 reports being filed for this facility.